Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
According to the reporter, during a laparoscopic prostatectomy, on retraction, the five fingers fell into the cavity of the patient.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
According to the reporter, during a laparoscopic prostatectomy, on retraction, the five fingers fell into the cavity of the patient. They got the distal hand with a clinch. There was no patient injury.